Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: 7 samples were received. 3 photos were provided. They came in the packaging flow wrap. They have the plunger rod-rubber stopper, the tip cap, saline solution. The barrel flange is damaged. It could have happened that a jam occurred at the plunger rod assembly process inducing damages to barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9343077 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: posiflush assembly line. Plunger rod assembly. It could have happened that a jam occurred at the plunger rod assembly process inducing damages to barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill had a damaged flange. The following information was provided by the initial reporter: "it was reported that the customer stated that the flange part on the syringe is breaking when trying to push on the plunger. Verbatim: rep called to report that customer states that the flange part on the syringe is breaking when trying to push on the plunger."